Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, the surgeon was attempting to use the robotic drill on the proximal tibial or section, but noted that the burr would not remove the last bit of green still on the screen. They tried removing and re-assembling the drill guard, cleaning the surface of the bone before continuing to use the robotic drill, pressing down against the proximal tibial surface and changing the angle of the drill to remain perpendicular with the cut surface. The surgery was completed with the same reported device. It is unknown if there was any delay. No injuries were reported.